Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 21-jan-2019 with the following findings: review of the black box data did not reveal any activity outside of normal use. The returned battery cap was intact, without damage and able to fit securely to pump. On investigation, the pump powered on normally and ez-prime steps were successfully completed. All electrical current readings were within specification. The pump was exercised for 24 hours without error, alarm, warning, interruption in power or overheating. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 622 mg/dl with large urinary ketones and abdominal pain. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged that beginning on (B)(6) 2018, the pump may not have been delivering as it should and there were cancelled boluses when no one had touched the pump. Animas customer support was unable to complete troubleshooting on the pump at the time of the reporter¿s call. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged inaccurate delivery issue.